Event description:
It was reported, the pt underwent cardiac angiography and an angio-seal was successfully deployed. The recommended deployment criteria was met and hemostasis was achieved. The pt was discharged. The following day, the pt felt a "pop" at the puncture site while in the bathroom. Instantly, a fist sized lump appeared and medical assistance was sought. An ultrasound was performed. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
No product was returned for eval. Review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause of the reported event could not be conclusively determined. A search of the database revealed no certification for the user. The angio-seal instructions for use IFU caution that the angio-seal device is to be used only by licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g: participation in an angio-seal physician instruction program or equivalent.